Event description:
It was reported that the pump touch screen was cracked and unresponsive and unreadable. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.